Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of a 4.0cm cuff, a 61-70 cm h2) balloon and a pump, was implanted. It was further reported that the device was replaced due to recurring incontinence. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.